Event description:
The nurse was removing the epidural from the patient's back with the normal amount of mild traction. While pulling away the catheter snapped. A segment of the catheter remained in the patient's back and that piece required surgical removal. This is the first of two cases.

Event description:
The nurse was removing the epidural from the patient's back with the normal amount of mild traction. While pulling away the catheter snapped. A segment of the catheter remained in the patient's back and that piece required surgical removal. This is the first of two cases.